Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital, event site postal code is (B)(6) and state is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer called from the ICU department about a patient on a balloon pump. Customer described the aline waveform on the the cardiosave intra-aortic balloon pump (iabp) as ¿tidaling¿. The iab waveform would rise and fall consistently on the screen while maintaining it¿s crispness, and height. Only the entire waveform would rise and fall, but this made it difficult to obtain an accurate blood pressure as the bp numbers were constantly rising and falling as well. The graph scale on the pump does not change. Customer also tried transducing the central lumen, but the same thing happened on the pump screen. The blue waveform is chairlike in appearance with a normal look. Patient was involved. No harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field: h6 type of investigation- DHR code added.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had waveform on the pump as "tidaling". The iab waveform would rise and fall consistently on the screen while maintaining it¿s crispness, and height. Only the entire waveform would rise and fall, but this made it difficult to obtain an accurate blood pressure as the bp numbers were constantly rising and falling as well. The graph scale on the pump does not change. The customer also tried transducing the central lumen, but the same thing happened on the pump screen. The blue waveform is chair-like in appearance with a normal look. The iab status bar shows nearly full filling. The patients hr is in the mid 120s and he is on vasopressors for bp maint. The patient is ventilated and mildly sedated. They are considering adjusting sedation and are wondering if it has anything to do with the align. The iab had been relocated earlier in the day when it was too low. They have tried tilting the patient from side to side and this temporarily resolved the issue, but then it continues. Suggested trying another pump and they may consider this if it continues. Disconnecting the fo and reconnecting does not resolve. By the end of the call the issue was not resolved, but the pump overall is functioning as it should. Customer will call back if further help is needed. The pump will be reported to biomed once it is not in use. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.